Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break. Additional information b5: according to information received on september 30, 2025, the anatomical location of the procedure was the stomach.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a stomach fistula closure procedure on (B)(6) 2025. During the procedure, the suture snapped. The procedure was completed using the original method. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a fistula closure procedure on (B)(6) 2025. During the procedure, the suture snapped. The procedure was completed using the original method. There was no patient complications reported as a result of this event.